Manufacturer narrative:
Complaint allegation is confirmed. -visual inspection, it was noted that the anti-rotation screw, ø5.0mm x 90mm did not have any issues/damaged, but the anti-rotation screw nail screw hole was damaged. -functional testing was performed with the nail and the device worked as required. Per surgical technique nail system: the es hole is easily targeted through the nail jig without the need for perfect circles or additional attachments or devices. Preoperative planning preoperative radiographs of the uninjured femur may be used to establish proper nail diameter, expected amount of reaming (if necessary), lag screw angle, nail length, and lag screw length. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion. -refer to investigation photos. -complaint allegation is confirmed.

Event description:
***Update 25-feb-2025. Further information was provided that the initial surgery was performed successfully. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an intertrochanteric fracture surgery the lag screw and anti-rotation screw backed out of the nail and the nail lagscrew hole looked damaged. It was further reported that the patient went in for a total hip replacement on (B)(6) 2024.